Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the stuck angulation levers. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that it was caused by some form of stress, such as damage or deterioration of parts during handling. Based on the results of the investigation, a root cause could not be identified for the black water flowing out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited stuck angulation levers and black water that flowed out while inflating. There was no patient involvement.